Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was not booting up. Upon troubleshooting, the field service engineer (fse) identified that the x-ray pc was not functional. To resolve the issue, the fse replaced x-ray pc and reinstalled the software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.